Event description:
It was reported upon unpacking the rx 10 x 7cm stent delivery system (sds) from its packaging, the metal stylet from the guide catheter was found to be bent. The device was not used. Another of the same device was used to complete the procedure.